Event description:
A letter received describing an event also contained this second report of another event where in the past twelve months, a neonatal intubating stylet was used with an endotracheal tube of internal diameter 2.5mm, and that after withdrawal of the stylet, the plastic sheathing had shorn off. There was no other info regarding this second report.

Manufacturer narrative:
The tube was discarded and therefore not available for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. There is no traceable lot # to accurately identify the product, however, remedial action was initiated to address this issue.